Event description:
An ipp device was implanted on 6/20/86. The cylinders and pump were revised on 2/7/89. Info received on 5/28/97 indicates a surgery was attempted on 5/27/97 due to fluid loss-unable to remove previous device.